Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: the black box information from date of the event has been overwritten due to continuous use of the pump. The pump was exercised for 24 hours with a (B)(4) unit per hour basal program. No loss of prime or prime related warnings were duplicated. A force calibration check passed. The pump's force sensor pins were seated and the solder connections were intact. There was no evidence of contamination or cracked force sensor traces. There was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.